Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data review of instrument logs, a search for similar complaints, and a review of labeling. Return material was not available. Review of the instrument logs verified the initial results the customer reported about. Sample aspiration errors for the specimens in question were also identified. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Event description:
The customer observed a falsely elevated glucose and creatinine results while using the architect c8000 analyzer. The customer provided the following results for a (B)(6) of female patient: glucose: (B)(6) 2016 (sid (B)(6)), initial result 758 mg/dl, retest per lab protocol 711 mg/dl the retest result was released and the doctor questioned the result. A redraw was done and the result was 150 mg/dl, this was retested on 2 other analyzers and also generated results of 150 mg/dl. The original specimen from (B)(6) was retested on (B)(6) 2016 and generated a results of 150 mg/dl. Creatinine result: initial result was 5.9, the first retest result was 0.7. The specimen was tested on 2 additional analyzers and generated a result of 5.9. A redraw of the patient generated a result of 0.7 using a different analyzer. There was no adverse impact to patient management reported.